Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the communicator was returned with both the power brick and phone cord. A visual inspection revealed no physicial damage. The power brick did not successfully pass the voltage check. Further analysis revealed the outside case of the power brick was melted, but did not get hot during testing in the laboratory. A replacement power brick was used to power up the communicator and the unit passed all baseline tests. Laboratory analysis confirmed the observations of a melted power brick.

Event description:
Boston scientific received information that this patient reported their power brick melted. No adverse patient effects were reported.

Manufacturer narrative:
Latitude patient services sent the patient a return label and requested the patient return the unit. Should additional information become available, this report will be updated.